Manufacturer narrative:
Pump was received with cracked case at display window corners. Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. Customer states they have cracks on their pump. The insulin pump will be returned for analysis. No further details are given.